Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 193 mg/dl. The customer reports that the alarm was resolved by a complete set change. The customer was advised to monitor insulin pump and call back with any issues.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.